Manufacturer narrative:
A ge service rep performed an over the phone investigation. The issue was determined to be due to operator error. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's images would jump around on the dicom. No pt injury was reported.